Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging black particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.